Manufacturer narrative:
Product was returned with tamper seal removed. Multiple physical damage were found: top case cracked on left corner (front and rear), right case broken along top by upper screw hole, top and bottom case were coming apart on left side, and a cracked bottom case (battery compartment). Unable to determine the cause of the problem but there is an indication of minor fluid intrusion on the speaker. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. UDI and 510k are unknown. No information provided to date. This MDR was generated under protocol (B)(4).

Event description:
It was reported that the device was presenting with primary audible alarm and damaged plunger as well as top housing. No patient injury was reported.